Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin had a shot and also stopped like a blockage during the priming process. Customer's blood glucose value was unknown. Customer stated that the because of blockage it's leading that the customer had to restart the priming process. Customer stated that the sound of the insulin pump was distinctly loud during the rewind process. Customer stated that the insulin pump turned off in the past without any notification. Customer stated that the insulin pump was rejecting the brand new batteries. The device will not return for the analysis.